Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that in the afternoon the patient's blood glucose values kept raising during the day, but patient did not take a finger prick to see if the bg values were correct. The patient reported symptoms including feeling unwell, dizziness, nausea, and chest tightness. Emergency medical services were contacted, and the patient was transported to the hospital by ambulance. During transport, the patient¿s blood glucose was reported as 33 mmol/l (594 mg/dl), with ketone levels of 4.9 mmol/l. At the hospital, the patient was treated with insulin, resulting in rapid improvement of blood glucose levels and symptoms. Upon removal of the pod, it was observed that the cannula had not inserted into the skin and was lying on top of the skin, with the skin under the pod noted to be wet and containing a significant amount of insulin. The patient left after a five-hour hospital visit and applied a new pod.